Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that while the patient was at home, he had experienced intermittent low voltage and rate control fault alarms. These advisory alarms were also observed while the patient was at the hospital. When the system controller was exchanged, the pump successfully restarted and it was noted that the pump speed had picked up; however, the patient was admitted to the hospital for continued intermittent rate control, controller malfunction and low voltage alarms. The pump reportedly failed and as a result, hand pumping was initiated and the patient was placed on stroke volume limiter (svl). Inotropic support was also initiated to maintain the patient's hemodynamics and subsequently, the hospital made a decision to replace the lvad with another lvad.